Manufacturer narrative:
This report is for an unknown synthes proximal humeral internal locking system screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: saul d, himmelmann t, dresing k (2017). Humeral tip-apex-distance as a prognostic marker for proximal humeral fractures in 203 patients. The open orthopaedics journal. Volume 11. Page 297-308. (Germany). The objective of this retrospective study was to determine whether the humeral tip-apex-distance (htad) in humeral plate osteosynthesis was a reliable factor for assessing the outcome of these fractures and a predictor of postoperative failures, such as cut-out. From 1995 to 2011, 408 patients with radiologically verified proximal humeral fractures and have complete recordings and complete x-ray follow-up were included in the study. Their mean age was 66.2+/-15.72 years (range, 50.9-82.3 years). A total of 203 patients were implanted with an unknown proximal humeral internal locking system plate while the rest were treated with a humeral head prosthesis, intramedullary nailing, and nonlocking plate. The humeral tip-apex-distance was measured with post-operatively. X-ray imaging was conducted during 5 different time points (on average, 13.01, 64.78, 178.75, 213.34, and 165.80 days after the accident) and in at least 2 x-ray planes. The operative reduction was evaluated in 94 patients. 2 criteria were considered: correct axial and anatomical alignment and reduction and restoration of the medial cortex (medial collum chirurgicum, calcar¿ humeri). Definition of sufficient reduction was documented with the 2 criteria; otherwise, the reduction was classified as ¿insufficient¿. Complications were reported as follows: 45 patients were considered to be insufficiently treated and have an instable fixation. These patients tend to a greater htad in postoperative x-rays especially those missing cortical support at the calcar. This report is for an unknown synthes proximal humeral internal locking system screw. This is report 2 of 2 for (B)(4).